Event description:
A consumer sent a letter stating she had allegedly received burns on her back while using a heating pad. Although we do not know the severity of her injuries, she stated that medical attention was sought. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. Kaz USA, inc. Has requested that the product be returned to our company for testing.